Manufacturer narrative:
A replacement of dario's strips was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, an attempt to follow up with the user was made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report inconsistent and high blood glucose (bg) readings. The user reported receiving a high reading of 146 mg/dl from her dario meter while performing a control solution test using a new cartridge of strips. The user also reported that in addition to the reading above, the user also received an additional reading from the same cartridge of strips, using the control solution that was out of range.